Manufacturer narrative:
Test strip lot # 1020413172, expiration date: 06/2015. Consumer did not have any control solution. Nova max test strip insert- quality control checking the system control solution test: the nova max control solution is used as a quality control check to make sure that your blood glucose monitor and the nova max glucose test strips are working correctly. Do a control solution test: each time you open a new vial of test strips. Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a f/u report will be filed.

Event description:
It was reported to nova biomedical that a consumer "was concerned with her meter's accuracy." The consumer rec'd a result of 79 mg/dl on her blood glucose meter, and immediately performed another test using the same meter and strips from the same vial getting the following result of 192 mg/dl. During the call to customer support, it was revealed that the consumer did not control solution test for integrity before using their initial test strips as instructed in our directions for use. While on the phone, a control solution could not be performed because the consumer did not have any control solution. The meter and test strips will be returned for evaluation.